Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their ins is no longer providing relief and the patient had a lot of pain. Patient confirmed that they were on group c and confirmed that stimulation was turned on however, when increasing or decreasing the stimulation, the patient feels no change in intensity or relief. Patient confirmed that same issue was occurring on all groups. The issue started yesterday, and the patient was redirected to their hcp for possible reprogramming.